Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a haptic breakage was observed on the intraocular lens (iol). The tip of the cartridge and one of the haptics were in contact with the patient's eye. The patient was reported to be stable following the incident. A back up lens was requested due to the issue with the first lens. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-jul-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The cartridge tip was found damaged. Ophthalmic viscosurgical device (ovd) was not observed to be distributed throughout the cartridge. The lens module was opened and inspected, revealing that a piece of the lens was inside. No issues with the lens module were observed. The handpiece and plunger rod were inspected, and no issues were identified. The lens was visually inspected, revealing that the lens was torn into two pieces with 1 haptic detached. The lens was cleaned and inspected, and no further issues were observed. No further evaluation was performed. The complaint issue "haptic damaged" was not identified, the observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.